Event description:
Caller reported a malfunction on the pump, but no notable events were associated with it beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support planned to provide pump reset information, assisting the caller with resetting the pump, as they needed to retrieve their charging supplies first.